Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2008; inratio: 5.7; lab: 18.0; mean: 11.85, confident limits: not within the confident limit. The mean for inratio and lab is greater than 5.0 and difference between inr's is greater than 2.2. So reading is not within the confidence limit as per internal procedure rev. 2. Product will be investigated. Pt was given vit. K and coumadin was held.

Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008; inratio: 5.7; lab: 18.0.